Event description:
Consumer called to having accuracy issues. Took a reading, ate dinner and took insulin 2 hours later. Went to the hospital and had a blood glucose of 36. He believes the readings were higher than he actually was.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.